Manufacturer narrative:
The device was received for evaluation. The returned device was labeled for single use. Visual inspection revealed particulate matter on the outside of the inner pouch. Microscopic inspection revealed that the particulate matter was a fiber. The size of the particulate matter was found to be within specification for this device. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that particulate matter was found inside the inner pouch of a vascular probe. There was no patient involvement. No additional information is available.